Event description:
The patient reported having jaw clicks when opening and closing their mouth indicating tmj and front left central incisor is chipped since the use of the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.